Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too short.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient later complained of little pain relief. The surgeon thought that the middle implant may have been too short. In (B)(6) 2018, the surgeon performed a revision surgery where he removed the middle implant using chisels as it was solidly fixed in bone and replaced it with a larger implant pf the same type. He then added an additional implant, again of the same type, and bone graft to the joint to help fixate the joint. The status of the patient following the revision procedure is not known.